Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the device. The pac technician could not verify or duplicate the issue with extensive testing. The device behaved as expected. Root cause could not be determined. The unit was sent to retention.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was removed from service and the customer will receive a replacement. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.